Manufacturer narrative:
Device is a combination product. Synergy ii us mr 2.75 x 20mm distal portion of the stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 69cm distal to the distal end of the strain relief. Multiple kinks were also noted. The mid-shaft section was detached and not returned. A visual and tactile examination of the mid-shaft, outer and inner lumen of the shaft polymer extrusion found no issues.

Event description:
Reportable based on device analysis completed on 05mar2019. It was reported that crossing difficulties were encountered. During a percutaneous coronary intervention (pci), a 2.75 x 20 mm synergy stent was advanced but failed to cross the lesion. No patient complications were reported. However, device analysis revealed a hypotube break.